Event description:
It was reported via repair work order that there was no power to bed due to damaged/split power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed would not work due to a damaged wiring harness #1. The issue was resolved for the customer by sending the wiring harness #1 as a replacement. Customer to perform own repair. A visual and functional inspection was allegedly performed by (B)(6) hospital.

Event description:
It was reported via repair work order that bed would not work due to a damaged wiring harness #1. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. .